Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: extreme thirst. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-5 error message. At the time of the call, the customer reported feeling extremely thirsty; medical attention was not needed at the time. Customer stated that he is aware his blood glucose is high. During the call, a blood test was performed by the customer and produced e-5 error using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2020 (expired).